Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that the trocar valves were leaking during an unspecified number of vitreoretinal procedures over the past month. Every procedure was completed without consequence or impact to the patient. Additional information and product sample were requested; however, the customer informed that no further information is available.